Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number:1627487-2020-21715. Related manufacturer reference number:1627487-2020-21716. Related manufacturer reference number:1627487-2020-21717. It was reported that the patient experienced ineffective therapy due to the migration of the right l5 and s1 leads. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein the leads were explanted and replaced. Issue resolved. It is unknown which lead migrated; therefore, all leads will be reported.